Event description:
It was reported that xray switch errors were received during an exam which required the patient to be re-exposed. It was determined that the xray switches were worn and needed replacement. Once the xray switches were replaced the system is working as intended.